Event description:
Lap chole- "pulled out a small gallbladder and bag broke. Failed as soon as there was pressure on bag."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed that the seal was intact and a tear had occurred on a portion of the distal end of the bag. IFU states "care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices and electrosurgical and laser instruments." This document represents our final report.